Manufacturer narrative:
(B)(4).

Event description:
On 29sep2016 a patients (pt) family member called to report that the pt was diagnosed with a corneal ulcer (affected eye is unknown) while wearing the acuvue oasys brand contact lenses. Also spoke with the pt who further reported that he/she was diagnosed "sometime last year" (event date is unknown) and that the lenses were irritating his/her eyes. The pt reported that he/she received treatment from an eye care provider (ecp) for the event. Multiple attempts were made to the pt for additional medical information. A call was also placed to the pts ecp for additional information. No additional medical information has been received. The date of the event is unknown. The lot number is unknown and the product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.